Event description:
(B)(4). Initial info received from a physician on 01-may-2008 with add'l info provided on 02-may-2005 by phone, and on 05-may-2008 by fax; the physician reported two cases. This case corresponds to case 1 of 2. The second case is reported in (B)(4). The physician reported that this currently (B)(6) female received treatment with injectable poly-l-lactic acid (sculptra) on (B)(6) 2005, and developed nodules starting in (B)(6) 2007. The lot numbers/expiration dates of the poly-l-lactic acid were provided at a4d01/sep06 and a4d07/apr06). Report indicated that the pt had no previous exposure to sculptra. One vial of the reconstituted injectable poly-l-lactic acid was administered on (B)(6) 2005 and one on (B)(6) 2005. Poly-l-lactic acid was reconstituted with 4 ml (first reported as 4.5 ml) sterile water and lidocaine 1 ml (first reported as 0.5 ml.) Poly-l-lactic acid was administered in the pt's temples (I cc,) and under eyes (1 cc), cheeks (2 cc each cheek), in the nasolabial folds (n/l folds) and marionette lines. On initial report, it was reported that nodules developed under both eyes, and in the n/l fold. In the add'l info received 05may08, the nodules were noted to be located under both eyes, the right n/l fold, and both cheeks. The physician noted that the subcutaneous/dermal nodules were not noticed until more than 2 years after injections of the poly-l-lactic acid. The reporter noted that the poly-l-lactic acid injections were not too superficial, to have nodules post injection. The onset date was reported as (B)(6) 2007. In (B)(6) 2007, pt had 4 nodules. Report indicated that the pt has thin skin, and so the nodules were palpable and visible. Current nodules are approximately 3-6 mm in diameter; in the initial report, physician stated that "over time some have at least partially resolved." The nodules were treated with intralesional (il) injections of triamcinolone (kenalog) 5 mg / cc which, administered on (B)(6) 2007 (one nodule treated) and (B)(6) 2008 (3 nodules treated. In initial report, an add'l steroid treatment was reported to have occurred in (B)(6) 2007. On initial report, physician stated that when he saw the pt in (B)(6) 2008, she "looked much better." Then in (B)(6) 2008, the nodules were again apparent. He was not sure if they were the same nodules or new ones. On f/u report, physician reported that the nodules did not resolve with intralesional steroids. The physician noted event outcome as "lumps increasing in size," and also stated that nodules "continue to develop." Medical history included her receiving botulinum toxin type a (botox) post treatment with poly-l-lactic acid, (date of botox not provided). The pt is noted to have no known drug allergies. Concomitant medications not provided. For casuality, the physician noted "excessive collagen formation not responsive to intralesional steroid or other foreign body reaction, even epidermoid cyst formation a possibility." A biopsy was not taken. No further medical info reported.

Manufacturer narrative:
Add'l info for poly-l-lactic acid injectable (sculptra, lot# a4d07, exp date 30-apr-2006) from (B)(4): batch record review was without hint to root cause. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Add'l lot# a4d07. Add'l expiration date: 04/2006. Add'l implanted date: (B)(6) 2005.